Event description:
Information received indicates the valve was abandoned at implant when a small perforation was noted in the valve tissue during intraoperative product inspection. The tiny hole was seen in a coronary cusp after suturing the product. The device was replaced during the case with no subsequent patient complication reported.